Event description:
Information was received from the physician that the patient's seizures are at pre-vns baseline and per the physician, the patient is feeling decreased stimulation and their concern is that the unit is malfunctioning. It was noted there are no external factors contributing to seizures. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the that the patient feels that the vns is not working because she does not feel it fire like she used to. The patient is also having an increased seizure frequency. No surgical intervention has been reported to date. No additional relevant information has been received to date.